Manufacturer narrative:
The software investigation determined that they were unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system got a message saying "not optimal for stealth". When the site checked the error it said "spacing and thickness are different", and the thickness was displayed as 0mm. The hospital is still adjusting their imaging protocol. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system got a message saying "not optimal for stealth". When the site checked the error it said "spacing and thickness are different", and the thickness was displayed as 0mm. The hospital is still adjusting their imaging protocol. No patient was present at the time of the event. The software engineers reviewed the case and it was noted that one of their transfers was enhanced mr containing 2 volumes. The software was designed to handle only sing-volume enhanced mr. It was expected that the multi-volume would not transfer successfully. However, the error produced in such a scenario and was not exactly the same as the reported error. As such, there was insufficient information to determine the root cause of the reported behavior.